Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope was exposed to water for approximately 4.5 minutes without a safety cap. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure is not reproducible but confirmed based on provided information. Based on the results of the investigation, it is likely the reported issue occurred due to user error. The event can be prevented by following the instructions for use which state: "5.3 precautions (caution). - when reprocessing an endoscope, confirm that the two water-resistant caps are securely attached to the endoscope connector before immersion in reprocessing fluids. If two water-resistant caps are not securely attached, water, detergent solution and/or disinfectant solution could enter the endoscope and damage the equipment." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.